Event description:
(B)(4). This is the same case as 2134265-2009-05968 & 2134265-2009-05969. The patient was enrolled in (B)(6) 2002. The patient has a lesion type iii located in the right carotid artery. The lesion length was 30mm and the reference vessel diameter was 5.5 mm. There was 75% stenosis as measured by nascet. There was no thrombus, no ulceration, no dissection and no pseudo-aneurysm present. Calcium 3+ was present and there was no target vessel tortuosity. The carotid wallstent monorail used had a diameter that was 9mm and the length was 30mm. The filterwire ex (190 cm) was used for cerebral protection. A gazelle balloon catheter was used during the pta procedure. A heart rhythm stimulant, atropine, 1ui was used. No vasodilator was used during the procedure. There was a peri-operative event, asystole for a few seconds and medical therapy was provided (therapy details not provided). The asystole event resolved with no residual effects. There was successful placement of the stent at the intended site, successful use of the cerebral protection device and the procedure was technically was successful. Residual stenosis 0-29%. Post-procedure clinical assessment morphological outcome noted that the carotid stent was patent with 0% residual stenosis. The patient was asymptomatic. There were no complications less than 24hrs after the procedure. The patient had a one-month follow up assessment in (B)(6) 2002, a six-month follow up assessment in (B)(6) 2002, and a twelve-month follow up assessment in (B)(6) 2003. At each assessment, the patient was asymptomatic. The carotid stent was patent with 0% residual stenosis. For each assessment, the speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.